Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent, and they were advised to use multiple daily injections as a backup therapy. The customer acknowledged the steps for receiving and returning the pumps, and instructions for storage mode were provided.